Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. On an unspecified date and time, it was reported that 4 nurses miscalculated the bolus rate of insulin and the device was programmed to deliver insulin at ten times the intended dose. No further programming parameters were provided. It was reported the patient was treated with 1 ampule of 50% dextrose and the insulin drip was restarted at a decreased rate. No further event details were provided. The customer contact reported the patient remained in stable condition throughout the emergency room stay and inpatient admission. It was reported the customer was dissatisfied that their device does not alert the nurse that an incorrect dose was programmed. The customer contact reported that the medication error was not related to the device, that it was an operator error in programming. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.